Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the device replacement on (B)(6) 2019, ventricular noise oversensing episodes were observed. According to the patient, there was no contact with any source that could cause emi (electromagnetic interferences). With the previously implanted defibrillator, some episodes of ventricular noise oversensing were observed; however, during the last follow-up, charge of the capacitors occurred. Preliminary analysis of the provided files revealed that ventricular noise oversensing leading to the charge of the capacitors was observed since (at least) (B)(6) 2019. Several noise episodes were also confirmed since (at least) (B)(6) 2014 with the previously implanted ICD. This ventricular noise oversensing most probably originated from emi - 50 hz and/or myopotentials sensing; however, none of them could be confirm with certainty.

Manufacturer narrative:
Preliminary analysis revealed that since 2014, ventricular threshold values were high (= 1.5v) and farfield sensing and va crosstalk were observed in the atrial channel.

Event description:
Reportedly, during the device replacement on (B)(6) 2019, ventricular noise oversensing episodes were observed. According to the patient, there was no contact with any source that could cause emi (electromagnetic interferences). With the previously implanted defibrillator, some episodes of ventricular noise oversensing were observed; however, during the last follow-up, charge of the capacitors occurred. Preliminary analysis of the provided files revealed that ventricular noise oversensing leading to the charge of the capacitors was observed since (at least) (B)(6) 2019. Several noise episodes were also confirmed since (at least) (B)(6) 2014 with the previously implanted ICD. This ventricular noise oversensing most probably originated from emi - 50 hz and/or myopotentials sensing; however, none of them could be confirm with certainty.

Event description:
Reportedly, during the device replacement on (B)(6) 2019, ventricular noise oversensing episodes were observed. According to the patient, there was no contact with any source that could cause emi (electromagnetic interferences). With the previously implanted defibrillator, some episodes of ventricular noise oversensing were observed; however, during the last follow-up, charge of the capacitors occurred. Preliminary analysis of the provided files revealed that ventricular noise oversensing leading to the charge of the capacitors was observed since (at least) (B)(6) 2019. Several noise episodes were also confirmed since (at least) (B)(6) 2014 with the previously implanted ICD. This ventricular noise oversensing most probably originated from emi - 50 hz and/or myopotentials sensing; however, none of them could be confirm with certainty.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200518 - file-2020-00440 - analysis_and_closure_report_resp-2020-00357.pdf].